Event description:
It was reported that during a ptca procedure in the mid left anterior descending, a gemini dilatation took more than 30 seconds to deflate after the first inflation to 6 atmosphere. The balloon was inflated a second time to 8 atmosphere, and it took almost one minute to deflate. No pt injury was reported.